Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported post operatively that the right atrial (ra) lead had dislodged to the superior vena cava (svc) and exhibited noise. The right ventricular (rv) lead was also noted to be dislodged and had "pulled". Both the ra and rv leads were revised and remain in use. No patient complications have been reported as a result of this event.